Manufacturer narrative:
The reported event involving a pump module(s) ¿it was reported that once the programmed volume for secondary infusion was infused, the device does not switch back to primary infusion. The secondary infusion kept dripping and the patient received more medication than prescribed. It was noted that the setting were checked and verified to be correct.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time and no device was returned.

Event description:
It was reported that once the programmed volume for secondary infusion was infused, the device does not switch back to primary infusion. The secondary infusion kept dripping and the patient received more medication than prescribed. It was noted that the setting were checked and verified to be correct. Although requested, additional information was not provided.